Event description:
Reportedly, distributor found that the ventilator gave a visual alarm, however, there was no audible alarm. Later, the buzzer in the panel board was found defective. Please note that there was no pt involvement in this case.